Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
They customer reported via phone call that the insulin pump had bloused stopped alarm. Customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion test, and self tests. No unexpected bolus stopped alarms or delivery anomalies noted during testing. (B)(4).